Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that reported issue was could not be replicated. A technical support specialist, verified the logs and found that station is communicating properly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es the station is not communicating. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.